Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the patient experienced cardiac perforation, tamponade and pericardial effusion and the device exhibited no capture and low r waves. During the procedure, the patient complained of pain and then lost consciousness. Ultrasound detected a significant and constrictive tamponade. An emergency pericardiocentesis was performed and evacuated one liter of blood by manual aspiration. The patient regained consciousness and stabilized. A sternotomy and transfusions were also performed. After sternotomy, a wound was found on the anterior wall of the right ventricle, which widened when the blood pressure increased. Finally, a patch was used for closure. The patient was then sent to intensive care for monitoring. The leadless ipg was attempted/not used. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient is doing better, was extubated the day after surgery and has left the intensive care unit. The patient will be hospitalized for a few more days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.